Manufacturer narrative:
The device involved in the reported incident was not returned for evaluation. No device history record (DHR) review was possible since the complainant did not provide the product¿s lot number. The complaint could not be confirmed. No further investigation is possible.

Event description:
It was reported that on (B)(6) 2018, a 10151eth biopatch sterile enclosure was noted to have a piece of hair in it prior to any procedure. The product was not used to the patient. No patient consequences were reported. Additional information has been requested.